Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 instrument was used to clip the accessory bile ducts. Postoperatively (4/28/2000), the clips came off. The patient was given 2 ercps and a laparotomy bile fistula. The patient had an extended hospital stay and medication was required. The patient is doing fine after examination today. The device was discarded.